Event description:
The patient reported the adhesive pad not staying attached to his body. Patient reported that he has recently lost 10 v-go's from falling off his body at various times during the day. Patient wears v-go on abdomen near his navel and reported properly preparing the site before applying his v-go. Patient reported that there is no increased movement or clothing interference when the v-go becomes detached. Patient stated that when the v-go detaches itself it is poking him up to thirty times per day, but did not express any discomfort associated with the poking.